Manufacturer narrative:
Upon retrospective review, this was determined to be a reportable event.

Event description:
Merge hemo monitors, measures, and records physiologic data from a human patient undergoing a cardiac catheterization procedure. On (B)(6) 2015, a customer reported ((B)(4)) that the pdm will not communicate with the client pc at the start of a procedure. Communication between the hemomonitor pc and client pc depends on the client pc powering on completely prior to the hemomonitor. If this communication is not established the hemomonitor pc will power on to allow vitals capture and the client pc will power on to allow documentation but the client cannot communicate with the hemomonitor to start non-invasive blood pressure (nibp) or recording the study (such as full disclosure).